Event description:
It was reported that the pt was admitted to the hospital and enrolled in the capture study in 2004, with successful treatment to the rica. Shortly after the procedure the pt had a stroke. In the next day, the pt started having r focal seizures and was placed on dilantin. The pt was discharged in 12/2004, to a nursing home, and two days later, the pt expired secondary to congestive heart failure and stroke.